Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with ba815su - carbon steel safety scalpel #15. According to the complaint description, during a dressing requiring excision of necrosis on a wound, opening of the blister of the scalpel: the latter is deployed (visible blade) when the blister is opened while it is supposed to remain when the blister is opened and be deployed by the operator. No consequence, no injury to the surgeon because the blister pack was open on the handle side. Authorized continuation of the planned treatment because the scalpel was usable. This is a risk for staff. Potentially serious risk with risk of hand injury. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).